Event description:
It was reported, the video system center loses video signal when used at the same time as the erbee argon plasma coagulator. The issue occurred during procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was not returned to olympus for evaluation of the reported issue. In speaking with olympus technical assistance center (tac), the customer reported that the video system center loses video signal when used at the same time as the erbee argon plasma coagulator. Troubleshooting efforts were made and the customer mentioned that they were recommended for checking the cabling and shielding or getting cabling with more shielding. - customer also mentioned that the two monitors that they are using are third party striker monitors. These are connecting ted using a dvi cable, then going into a splitter that outputs hdmi to the monitor. Lauren mentioned that this started happening aro und the same time they switch from a wireless transmitter for signal to the auxiliary monitor, to hardwiring this monitor using the splitter. - it was instructed to confirm that erbe and the monitors were on different electrical circuits if possible, and not plugged into the same outlet. - do electrical check to confirm the impedance for all the power cables and confirm that this is within specs. - look at the cabling of the monitors and to look for cables that may have shielded that is separated from the connectors or other p problems with the insulation. - confirm if the stryker monitors that they are using have sdi inputs and use the validated sdi cables instead of using a splitter and hdmi cables, as these items are not validated by olympus. Informed that I will send email with IFU and validated video cables, see attached email. Based on the results of the investigation, a definitive root cause could not be determined olympus will continue to monitor field performance for this device.